Event description:
A malfunction was reported on the customer's pump, indicated by malf 3, and there was no notable event preceding it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and there was no adverse impact reported. The customer transitioned to multiple daily injections (mdi) as a backup therapy.